Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - breach in aseptic technique during use, where the caregiver stated the patient had disconnected from the set up but did not cap off the transfer set leading to possible exposure. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to use aseptic technique to reduce the chance of infection. Section ¿prepare for therapy¿ warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had disconnected from the home choice (hc) but did not cap off the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.